Event description:
Hcp reported pt receiving morphine intrathecally via synchromed pump model 862718. The pt developed increase back pain and confusion and was diagnosed with a "pump area-staph aureus" infection. The pt was treated with antibiotic and device system explant and admitted to a long term care facility for physical therapy and occupational therapy.